Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 27 mm trifecta valve was implanted. On (B)(6) 2016, the patient experienced respiratory failure and severe dyspnea. A tte showed severe aortic stenosis and calcification leading to svd. While waiting for a tavi procedure, the patient was hospitalized with a hypocapnic coma; the patient recovered from the coma; however the patient collapsed due to pulseless electrical activity (asystole). The respiratory failure was due to a combination of pre-existing copd and severe aortic stenosis. The patient died on (B)(6) 2016. (B)(6).